Manufacturer narrative:
Covidien customer support engineer (cse) was not able to duplicate the alleged malfunction. The cse inspected the device and calibrated flow sensors, expiratory valve, atmospheric pressure as a precautionary measure. The cse performed the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within the manufacturing specifications.

Event description:
Covidien received info stating that an 840 ventilator stopped cycling. The ventilator was not in use on a pt at the time the malfunction occurred.